Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 500:320:844:0000 was confirmed during product evaluation by baxter quality engineering. The assignable cause was not given by quality engineering as the customer refused the estimate of the repair. This pump was returned unrepaired. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump which experienced a 500:320:844:0000 failure code. It is unknown which process step this event occurred during. Review of the device event history identified an interruption of delivery three times by this condition on the reported occurence date. There was no patient involvement, and therefore no patient injury or medical intervention. The device user interface module master software version is 5.04.00. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).